Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. A rapid increase and intermittent jumps were noted in the last month along with low rv amplitude measurements. Provocation maneuvers were performed, and no noise was produced. A lead integrity testing is expected, but not yet performed. This rv lead remains in-service at this time. No adverse patient effects were reported.